Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed, dialysate tested positive for blood and the machine alarmed. Estimated blood loss was 200 cc's. Patient had no adverse effects. Sample has not been returned to the MFR.